Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. A note was found on the pump stating, "balloon pump machine does not work and makes noise." The fse could not duplicate any issue. The pump powered up and pumped normally. When in diagnostics, the fse found that the drive transducer was out of calibration by 6mmhg. Codes 58 and 124 were found in the logs. The fse recalibrated the transducers. The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for the customer's use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up the , cardiosave intra-aortic balloon pump (iabp) is making a noise . There was no injury reported.